Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting intermittent capture. The rv lead was repositioned on (B)(6) 2024. The patient was in stable condition.